Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the back arrow on the pump was not responding. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and it was confirmed that the customer received stuck button alarm. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. Intermittent button response noted during testing. Pump was cut open to perform visual inspection and found flattened keypad dome (no crease). Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing and no stuck key alarm found in the pump history file or traces. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Keypad unresponsive was confirmed due to flattened keypad dome. Button error alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.